Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had 6 to 7 hospitalizations in the last year. The customer was off and on the insulin pump during these hospitalizations. The customer experienced low blood glucose levels because he messed up the settings on the bolus. The customer went to the emergency room on (B)(6) 2015 due to a low blood glucose level of 39 mg/dl. The customer was feeling uncoordinated, had slurry speech, and fell over. The customer was given glucose gel. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.